Event description:
It was reported that the implant was fractured. The remaining part of the implant was surgically removed and grafted with allograft bone.

Manufacturer narrative:
Zimmer biomet (B)(4). Weight unknown / not provided.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The reported device was not returned for investigation. Since products have not been returned, visual/functional inspection could not be performed. No pre-existing conditions were noted on the product experience report (per) patient reported to have high density (type I) bone. X-ray or picture was not provided. The reported device was located on tooth # 19 and was used for approximately 4 years 11 months. A device history record (DHR)review was performed and no related deviations or nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no related complaints for this product lot. Complainant reported that the implant was fractured. The remaining part of the implant was surgically removed. The reported complaint could not be verified. A definitive root cause for this complaint could not be determined.

Event description:
No further event information is available at the time of this report.